Event description:
It was reported that during the carotid artery embolization procedure, the subject balloon ruptured during dilation in the target vessel. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the carotid artery embolization procedure, the subject balloon ruptured during dilation in the target vessel. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added h3 device evaluated by mfg ¿updated h3 summary attached - updated h4- manufacturing date- added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the balloon catheter was inspected and a tear/hole/perforation was noted at the distal end of the balloon. No other anomalies were noted. During functional inspection, the balloon catheter was flushed, a demonstration synchro guidewire was advanced without issue. The balloon was attempted to be inflated and noted to be leaking at the tear/hole/perforation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The product was returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, flush was given when balloon catheter was taken out from the dispenser hoop, the entire system was flushed with a saline-contrast mixture, no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body, continuous flush was not set up and maintained throughout the clinical procedure. There was no resistance when the guidewire was inserted, after the guidewire was inserted, the entire system was not flushed, and saline-contrast mixture was not confirmed it was flowed. It is unknown if friction and resistance were felt at the hub of the guiding catheter. A syringe was used to inflate the balloon in the body. The contrast agent was diluted. The size of concomitantly was guidewire. The patient's anatomy was normal tortuous. The device was returned for analysis and a tear/hole/perforation was noted at the distal end of the balloon which confirms the balloon burst/ruptured during use. The balloon catheter was flushed and a demonstration guidewire was advanced to the distal tip without issue. An attempt was made to inflate the balloon, but was unsuccessful, the catheter leaked from the tear/hole/perforation at distal end. In the case of this complaint the additional information indicated the user prepared the device for use as per the directions for use, but continuous flush was not set up and maintained throughout the clinical procedure and the entire system was not flushed after the guidewire was inserted which is a requirement of the dfu however there was no trace of blood on the returned unit which would be indicative of a lack of flush. An assignable cause of procedural factors will be assigned to the as reported ¿balloon burst/ruptured during use¿ and analyzed ¿balloon leaked during use¿, ¿balloon failed to inflate' and ¿balloon has hole/perforation during use¿ as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.